Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was pt reported that the screen of controller wont come on, which started "the first part of this week". During the call pt noticed the battery cover has a tab that broke off. Pt reset controller during the call and screen came back on. Pt got a memory problem screen, and successfully setup controller. Pt will charge up controller and will then charge up the implant (ins), and will call back if any there is any issues. Emailed repair to send replacement battery door cover. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: neu_unknown; product type: 0217-unknown. Other medical products in use during the event include: brand name: intellis; product ID: 97745 (serial: (B)(6); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.